Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, severely tortuous and severely calcified target lesion was located in the mid right coronary artery (rca). The 4.0x12mm veriflex stent delivery system (sds) was advanced to the target lesion, but did not cross. Upon removing the sds outside the body it was noted that the stent was lifted. The procedure was completed using a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte mr stent delivery system (sds). The distal end of the sds was inspected under magnification and damage was found on the stent. It was determined that the stent had damage at the first proximal row with three struts damaged and extending back up to 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed, severely tortuous and severely calcified target lesion was located in the mid right coronary artery (rca). The 4.0x12mm veriflex stent delivery system (sds) was advanced to the target lesion, but did not cross. Upon removing the sds outside the body it was noted that the stent was lifted. The procedure was completed using a different device. There were no patient complications and the patient condition was listed as "good".